Event description:
A secondary line was connected to the baxter buretrol line. The primary line was on a colleague pump. The secondary line was on a syringe pump. The secondary fluid backed up into the buretrol line, uncertain what went into the patient. We have 3 tubing sets turned in with this problem, but reportedly it has occurred more that this.